Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the viewer on the console due to persistent error 319. The system was tested and verified as ready for use. Isi did receive the surgeon side console (ssc) viewer involved with this complaint to perform failure analysis. The viewer was analyzed and error 319 showed during powering on system. A hard power cycle was performed and error remained. Performed troubleshooting and replicated reported issue through recorded logs. Performed investigation and isolated issue with sdch node not responding so replaced viewer to address reported issue. Performed inspection and found no problem related to reported issue. 319 error was checked and confirmed in lighthouse/aperture and then installed on an internal eft system. During system testing was unable to replicate reported issue error 319. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. At this this time no root cause was determined.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer was getting error 319 on the console. After performing a hard power cycle and checking the fiber cables, the same message came up saying the console was not connected. The customer switched to the da vinci xi system instead. The procedure was aborted with no reported injury.